Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was intermittently experienced during the fill process with multiple cartridges. Reportedly, the syringe and syringe needle was being reused. Tandem technical support educated the customer on syringes and needles being single use. There was no adverse effect to customer's blood glucose level. The syringe and cartridge was changed to resolve the issue.